Event description:
It was reported that during rf energy with this generator, using a b-braun pump and cool path catheter the customer experienced a low impedance error message halfway through the case. Two days later, the physician reported that the pt received a burn from the rf grounding pad on the back. The MFR of the grounding pads was valleylab rem polyhesive ii. Initially two grounding pads were used, but since this was cool path, and we received a low impedance error and one was unplugged. However, that did not stop the low impedance error either. The grounding pads are not available for return and inspection. The grounding pads were positioned at the lower back, however, info was received that the burn actually came from the upper middle back where the navx patch would have been; not from the vicinity of the grounding pads. The initial settings on the generator were irrigated temp mode, temperature was 45, power was 45 anterior and 35 posterior and the impedance was an average of 88-98 for about a minute and then dropped to 0 after burning for a minute or more. The number of ablations performed on the pt is unk but the info can be obtained through the recording system. The power settings are lowered when ablating the posterior area of the pvs. The recording system used was the ep workmate and it is available for review. The other devices used during the case were a cool path irrigated, optima, polaris for cs and his and agilis. The error message displayed was always low impedance. It came on after a minute or so into the burn and just before it came on the impedance went from high 80s/90s to 0 instantly. The cables and catheters were changed out and nothing changed until the ibi t9 was changed out for another ibi t9. Once we changed generators, the error message stopped. The catheter was thrown away. The impedance stayed at zero or "lo" message without delivery of current. The unit was reset after they observed "0" before exchanging the catheter and cables. The generator was turned off and back on after seeing several low impedance errors before changing out cables and catheter. The 2nd generator was used for 10-15 ablation burns after switching it out. There were no problems noted after the replacement generator was used. The navx patches were not swapped for new ones at any time. It was not known if the pt was admitted with any respiratory problems prior to the ablation procedure. There was no treatment for the observed burn the next day when it was noticed. The physician did not think the event was caused by the generator or the catheter. The physician stated that the pt was very sick; ejection fraction of 15-20, heart failure and coronary artery disease. The pt expired in 2009 of respiratory failure, one week following the ep case. The sales representative mentioned that the physician had stated that the death was unrelated to the ep procedure.

Manufacturer narrative:
St jude medical is in the process of investigating the event. A follow up report will be submitted once the investigation is complete.